Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking. It was further specified that solution leaked out of injection port directly after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between february 08, 2019 - february 12, 2019. The device was received for evaluation containing approximately 100 ml of fluid in the bladder. During visual examination, evidence of leak/backflow at the fillport was observed; when the fillport cap was removed. The reported condition was verified. The cause was determined to be a particle approximately 0.30 mm square mm in size, lodged under the device checkband. The particle was subsequently identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device stressmember. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.